Event description:
It was reported that the patient presented experiencing extra-cardiac stimulation. Upon interrogation, it was noted that the right ventricular - rv lead exhibited intermittent capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the right ventricular exhibited possible dislodgement or possibly caused perforation.